Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. One set of data was out of confidence limits. Products will be investigated.

Event description:
Caller alleged poor corelation between inratio and sta. Results are as follow: see scanned table.